Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a external flash crc error. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported alarm did not occur during the rewind or prime sequence. Customer assisted with performing a self test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to mother board. Unable to confirm external flash error alarm and unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip, stained address/serial number label, and minor scratches on display window noted.